Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. The customer replaced the power supply and dismounted and reseated the subassemblies and connectors to correct high ground resistance. Ground resistance was within specified limits following re-work. The customer was also able to successfully complete the annual (preventative maintenance) pm. The unit successfully passed the required performance verification test.

Event description:
The customer reported failed electrical safety test. The ground measurements were elevated. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.